Event description:
It was reported that patient underwent a revision surgery of his artificial urinary sphincter (aus) due to unknown reasons. Cuff was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was requested. Additional information received. Patient experienced recurrent leakage. Patient symptoms started one month ago.